Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The consumer reported via the manufacturer representative that the battery had a power on reset because the leads stopped working and the patient stopped charging since she could no longer feel the stimulation. The patient reported that she had several falls in the past year. The battery was charged to 50%, the power on reset was cleared and an impedance test was run that showed only electrodes 3 and 15 could contact each other. The programming was not ideal and a full system replacement was scheduled for (B)(6) 2016. The issue was not resolved at the time of the report. The indication use was other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.